Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, only the first click was heard as the clip locked onto tissue; however, the clip was not deployed from the catheter. The clip was then pulled off the tissue and caused it to bleed. Another resolution clip device was used to treat the bleed and complete the procedure. There were no patient complications reported as a result of this event.